Event description:
It was reported that the asymptomatic patient had presented for a routine follow-up. The lead dislodgement was observed. The lead was explanted and replaced. The patient was fine. The lead will be returned.

Manufacturer narrative:
Analysis was normal. No anomalies were found.